Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The block option works properly, and the pump was not blocked or locked out.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their health care provider advised them to get the pump replaced due it being old. The customer sates they have had issues with the keypad locking and not being able to rewind the device. The customer's blood glucose level at the time was 173mg/dl. The customer was assisted with unlocking the keypad. The customer was advised the device would be replaced per their request.